Manufacturer narrative:
It was reported that a hip revision surgery was performed. The details regarding which of the complained devices were explanted are unknown at this time. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the historical complaints data for the acetabular cup was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode. However, as bhr systems of this size are no longer sold, no action is to be taken. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the femoral head. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints have been identified for the part number and the reported failure mode. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. A device record review was not performed for the femoral head as reasonable efforts to obtain a batch number have not been successful. Should the batch number become available at a later date then the device record review task will be re-opened and completed. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Without the details of the femoral head involved in this complaint, the specific product labelling and ifus cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. No medical documents were received to investigate the reported clinical reactions. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (metallosis) were associated with a mal performance of the implant. The patient impact cannot be determined at this time. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a revision surgery, it was found a metalloses resulting from metal-metal hip prosthesis. Surgery was resumed, without any delay, with a smith and nephew back-up device. Current health status of the patient is unknown.